Event description:
After intubation pedicap was placed on endotracheal tube and pt was ventilated with mapleson bag. Staff then disconnected patient from bag and attempted to remove pedicap which was stuck in the bag. While continuing to attempt to remove pedicap, the device broke and part of it remained in the bag. Patient was ventilated then with the self inflating bag at bedside.